Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the pt) alleging that the pump had an issue related to hearing short beeps and seeing a blank screen. The reporter was unable to resolve the issue with troubleshooting. The reporter denied that the pump casing was cracked. She also denied observing corrosion or moisture in the battery compartment. The battery cap was reportedly secure. The reporter reported a blood glucose (bg) reading of "295 mg/dl" without symptoms. Based on the info provided, this complaint is being reported due to the unresolved pump issues involving a blank screen and short beeping sounds. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.